Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience repeat cgm error, and successfully started sensor session.